Event description:
Day 1: 12:05 pm.during a tavr CT scan with contrast, the scanner stopped mid-injection, mid-scan and failed to acquire the required images. As this was a contrasted study, the patient could not be rescanned for 48 hours due to the risk of renal failure. Upon review of the system error logs, it was determined that the cause of the failed scan was an x-ray tube arc. At the time of the incident, the scanner and the tube were only one month old. The manufacturer performed a tube conditioning in an effort to remedy the problem.day 4: 12:22 pm.a second tube arc caused an aborted scan. No adverse effect on the patient as the technologist was able to restart the scan. The manufacturer made the determination at that time to replace the tube based on error log indications. The tube was replaced the next day (day 5).day 14: 2:00 pm.unknown failure as documented by manufacturer caused the system to go down in the middle of a scan. Normal operation returned after system reboot.day 15: 10:05 pm.forth aborted scan - no adverse effect on the patient as the technologist was able to restart the scan. Abort scan. Error logs indicated an anode module arc, not a tube arc. Manufacturer pulled and re-greased the candle sticks on the anode, and completed a long tube conditioning. The issue was escalated to philip's nss for further evaluation. Second x-ray tube as well as high voltage cables ordered for scheduled replacement.day 18: 2:24 pm.gantry cannot comply error received during scan requiring system reboot to continue. Manufacturer notified.day 18: 5:57 pm. Ct1 x-ray tube replaced, system calibrated, and tested. Room returned to normal operation.what was the original intended procedure?tavr CT scan w/ contrast.